Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time.

Event description:
As reported from medwatch mw5171904: describe event or problem: (B)(6) patient presented for removal of the temporary ivc filter, and placement of permanent ivc filter. The ivc filter was placed at the l1-l2 level under fluoroscopic visualization without complications. Approximately seven months later, (B)(6) 2025, the patient presented reporting sob for one week. A cta of the chest revealed extensive right-sided pulmonary emboli specifically involving the right main pulmonary artery as well as right lobar, segmental, and sub segmental branches. Additional pulmonary emboli involving left segmental and sub segmental branches were identified and a prominence of the main pulmonary artery, suggestive of pulmonary arterial hypertension. A possible migrated ivc filter components within the right heart chamber was identified. The member was transferred to the hospital where the migrated ivc filter to the heart was confirmed.